Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failure alarm (variable 12) confirmed in the pump history, problem isolated to electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they were able to clear the alarm and able to complete rewind. Customer stated that pump error alarm occurred at the time they driving and suspend before low. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.